Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between july 1-3, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the device was contained within a plastic bag; however, no image of a leak from the fill port was shown in the photograph. The reported condition could not be verified or refuted. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fill port during filling. The fill port cap was secured on the top of the device. The device contained 240ml of fluorouracil (140ml) and saline (100ml). The device was replaced to resolve the issue. There was no patient involvement. No additional information is available.